Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent due to which patient was hospitalized for hypoglycemia and high ketones for greater than 24 hours. The blood glucose level was 600 mg/dl, and the patient treated with insulin drip and manual injection intravenous (IV) drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.